Event description:
I used a thermacare menstrual cramp relief patches after having menstrual cramps. I put on the patch as described in the instructions and fell asleep. I woke up and removed the patch. Upon removing the patch I noticed I had several burns where each of the heat cells were. I now have infected, open sores from this heat patch in a very uncomfortable area. Duration: 5 hours.